Manufacturer narrative:
Report 3006705815-2024-07924 should not have been reported as a medical device report (MDR) 3006705815-2024-07924 is no longer reportable. Correction: section b1 ¿ type of report adverse event and product problem removed. Correction: section b2 - outcomes attributed to adverse removed. Correction: section d1 - brand name corrected. Correction: section d4 - additional information - model number, catalog number, serial number, lot number, expiration date, primary unique device identification (UDI) number corrected. Correction: section d6a - date of implant corrected. Correction: section d6b - date of explant corrected. Correction: section d10 - concomitant medical products and therapy dates corrected. Correction: section e1 - initial reporter corrected. Correction: section h4 - device manufacture date corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the ipg was explanted, replaced and therapy was restored. Additionally, the patient and device information submitted in the initial regulatory report number (B)(4) was incorrect and subsequently updated/corrected. As such, this issue is no longer reportable as the device meets or exceeds 75% expected longevity.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg had reached eri, and the programmer displayed message indicating that ipg was nearing end of life. Surgical intervention may be undertaken to address this issue.